Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 16, 2024 and april 18, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during infusion. The expected therapy time was 24 hours, but the actual infusion time was less than 20 hours. The pump was filled with the maximum indicated volume of 130 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.